Event description:
A homecare provider in (B)(6) reported that an hc500 humidifier was not alarming. The complainant was unable to provide any information regarding what type of testing was performed on the device. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint humidifier was returned to fisher & paykel healthcare (B)(4) for evaluation. The humidifier was performance tested, including a test of the audible and visual alarms. Results: the humidifier functioned properly during performance testing. In addition, the unit passed all calibration, electrical safety and functional tests. Method: the reported fault could not be replicated as the humidifier passed all performance testing, including a test of the alarms. Evaluated by fph .